Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ safety needle had a hole in it that allowed diluent to escape while injecting the vaccine. The following information was provided by the initial reporter: "a single needle from the above lot had a "hole" in the metal part of the needle. The defect was noticed when diluent was being injected into a vial of vaccine. During injection, beads of diluent were escaping from the hole in the metal needle. The vaccine was discarded because sterility of needle was questionable since it was compromised."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/1/2021. H.6. Investigation: a device history record review was completed for provided lot number 2009003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The sample was returned with the safety shield activated. After examination, a crack was observed within the cannula surface, which would have caused leakage to occur. It has been determined that this issue resulted at the cannula manufacturing site. Several potential root causes have been identified including, failure in a power supply during the welding operation, incorrect weld due to misalignment, or the presence of dirt, grease, or oil on the steel strip surface during the welding process.

Event description:
It was reported that the bd eclipse¿ safety needle had a hole in it that allowed diluent to escape while injecting the vaccine. The following information was provided by the initial reporter: "a single needle from the above lot had a "hole" in the metal part of the needle. The defect was noticed when diluent was being injected into a vial of vaccine. During injection, beads of diluent were escaping from the hole in the metal needle. The vaccine was discarded because sterility of needle was questionable since it was compromised.".